Event description:
It was reported that thirteen (13) years, two (2) months post-implantation of this surgical valve, a transcatheter valve was implanted (valve-in-valve) due to stenosis. The patient tolerated the procedure well and was transferred to the intensive care unit (ICU) in stable condition.

Manufacturer narrative:
The device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to confirm the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.